Event description:
A generator and charger failure error were displayed. The system was rebooted to clear errors and maintain functionality. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.